Event description:
A customer reported an issue where the cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the case from the pump, inspect and clean the pump's pneumatic tap area, and reload the original cartridge, which was successfully reloaded, allowing insulin therapy to be resumed.